Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the line is leaking at the blue lumen connection to the hub. The device was removed and a new line inserted. The patient is 6 weeks of age. The patient was given vancomycin as prophylaxis.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen 4fr x 8cm cvc set catheter for evaluation. The catheter showed signs of use in the form of dried blood and a suture string tied to the catheter body. The catheter was visually inspected and no defects or anomalies were observed. The catheter body length and outer diameter were measured and were found to be within specification. The catheter was leak tested by injecting water into each extension line using a lab leak tester. Each lumen was pressurized with water to 45psi for 30 seconds. The distal end of the catheter was occluded during testing to restrict flow. No leak was observed in any part of the catheter. No lot number was provided by the customer; therefore, a device history record review was performed based on the sales history of the customer and no relevant manufacturing issues were identified. The reported complaint of the catheter juncture hub leaking could not be confirmed based on visual examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met dimensional and visual requirements. A device history record review did not reveal any manufacturing related issues. No problem was found with the returned catheter.

Event description:
The customer alleges that the line is leaking at the blue lumen connection to the hub. The device was removed and a new line inserted. The patient is 6 weeks of age. The patient was given vancomycin as prophylaxis.